Event description:
The patient reported that the up and down buttons are sticking.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/18/2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. (B)(6).